Manufacturer narrative:
The ticket searches determined increased complaint activity for the issue of likely cause lot 92575ui00 is under review. Tracking and trending report review for the architect total b-hcg assay determined there was a trend identified for the product issue. Manufacturing documentation was reviewed, and no issues were found. Testing was performed using a retained kit and all specifications were met. Using worldwide field data, the performance of reagent lots were evaluated. The patient median result for lot 92575ui00 was comparable with all other lots in the field within established baselines. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
Additional patient information was added to section b5. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
Additional data provided by customer: an initial result of 336.62 miu/ml and retest result of <1.2 miu/ml. The customer uses a reference range of <5 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive b-hcg initial result of 629.91 miu/ml, when processing on the architect i2000sr. The retest result was <1.20 miu/ml. The customer uses a reference range of <5 miu/ml. No impact to patient management was reported.